Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A closed clip was stuck in the bent rotation tab. First, the partially loaded clip was manually removed and the trigger cycle was completed. The next clip was protruding from the channel & the following clip was out of position. The clip protruding from the channel was manually removed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The clip was unable to load properly as it became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent. The sample was received with 13 clips remaining including the partially loaded clip, indicating that 2 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A closed clip was stuck in the bent rotation tab. Upon functional inspection, the clip was unable to load properly as it became stuck in the bent rotation tab. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
The report states: happened in the surgery room. The clip was stuck in the applier. It was impossible to use. Clinical consequences: there was no consequence for the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: happened in the surgery room. The clip was stuck in the applier. It was impossible to use. Clinical consequences: there was no consequence for the patient.